Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use of a pt. The pt was not harmed or injuried as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the deivce and replaced the safety valve. The unit passed extended self testing.